Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, a surgeon was using a drill guide and drill bit with stop when the surgeon's glove became entangled with the drill guide and tore. It was reported that it appeared that the surgeon's glove was unknowingly covering one of the proximal holes in the drill guide and rotation of the drill bit through the guide had likely snagged the glove. The drill guide and drill bit were swapped and no injury to the surgeon or patient was reported. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4)